Event description:
Customer reported the system intermittently will not boot up, and will shut down directly after acquiring an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the connector on the hard drive. System operates as intended.